Manufacturer narrative:
(B)(4). Device received with blank display due to moisture damage on electronics assembly. Device received with cracked battery tube thread and cracked case battery tube noted. The test reservoir stay locked in place noted.

Event description:
Information received by the medtronic indicated that the insulin pump was broken. Customer was swimming and there was a water inside the insulin pump. Customer reported crack to the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.